Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2014. Approximately 4 years and 5 months after the initial procedure the patient had a left knee revision on (B)(6) 2018. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 02-010-01-0260 - logic femoral ps cem left sz 6. 2110875 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t 2937089 200-02-38 - three peg patella 38mm 2755345 pending investigation.

Manufacturer narrative:
H6: corrected the following: medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.